Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Corrected from a serious injury to a malfunction.

Event description:
Additional information was received from the consumer, including the patient's weight at the time of the event (initially reported as (B)(6)), and that the cause of the device acting weird/charging issues was determined to be bad connectors and thus the connectors/cords were replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for radiculopathy and spinal pain. It was reported that a patient's ins recharger had a loose connector pin that was coming apart. It was reported that replacement of the patients device will occur because it was acting weird. The ins was difficult to locate, and it was not charging. The patient was able to start charging but then it went to the reposition antenna screen. The patient turned off their ins because they did not want it to discharge, as the ins only had like an 8th of a charge. The patient has not been able to use their device in like a month. The patient met with a manufacture representative (rep), who was able to connect with the patient programmer immediately. The patient and the rep discussed getting a new unit as the patient may be a candidate for the new unit, and the patient stated they get frustrated about charging. The patient has tried using adhesive discs but it was possible to misplace the insr antenna when using the discs and the patient had no success if they did not hit it the first time. The patient also tried putting alcohol on their skin first, and the disc stuck 2-3 times but no more, so these measures did not resolve their issues. It was reported that the patient believes part of the problem is that they had done almost 3 clothing sizes and they have an excessive amount of flab. It was reported that the recharge belt is the most uncomfortable thing in the world, and it cuts into the patient. The buckle on the belt was reported as horrible, and it hits the patient in the hip bone when they slide the belt around which was very uncomfortable. No further complications were reported or anticipated.